Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was explanted and replaced. No patient symptoms were reported. No further information could be obtained.

Manufacturer narrative:
(B)(4). Final analysis found that a partial lead was returned. The insulation abrasion exposing the outer coil was noted at 29.6 cm to 30.0 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4)